Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted proximal gastrectomy procedure, the first firing was performed without problems. At the second firing, the surgeon confirmed the opening and closing and the three indicators illuminated green. He/she clamped the tissue and pressed the green button, but the device could not fire. He/she confirmed the indicator and found that the indicator of the reload was flashing. A new handle was taken out and the surgeon could fire it with the same reload. The surgical time was extended by less than 30 min. The procedure was completed with another device. There was no injury.